Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician (cst) reported an intraocular lens (iol), with a description of "scratch on lens". There was patient contact, the procedure was completed the same day, and the product is available for return. Additional information was provided by the initial reporter that during a cataract extraction with iol implant procedure, the iol was noted to be scratched after the iol was implanted. The iol was removed and replaced during the initial procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., d.10., h.3., h.6., and h.10. Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Blood and solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into pieces, typical of insertion and removal. Both cut optic portions have small scratches and split/cracks near the cut areas. A used qualified cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge does have evidence that it was placed in a handpiece. No tip damage observed. Iol and cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).